Manufacturer narrative:
(B)(4). Date of initial report on: 04/23/2009. Date of follow-up report on: 05/07/2009. Date of supplemental on: 02/14/2014. A visual inspection of the incident device revealed a piece of melted plastic and an arc mark on the jaw. The plastic was a foreign substance, not part of the device. When the device was activated on simulated tissue, the sample arced at the melted plastic piece. The sample may have been clamped and activated on another instrument.

Event description:
The report stated that during a laparoscopic anterior resection, flames were seen around part of the instrument jaw. The site reported a black singe mark on the jaw. Another device was used to complete the procedure without incident. There was no pt injury.